Event description:
It was reported that while the ventilator was connected to a patient, the vte was just over 100ml, even though vt was set at 600ml. There was no chest rise and spo2 levels dropped quickly. There was an audible alarm when the reported problem occurred. The patient was manually ventilated. While the ventilator was connected to a test lung, the vte was only 300-350 with set vt of 600. No patient harm reported.

Manufacturer narrative:
The ventilator was previously serviced at a field service center. The field service center will be notified of the failure investigation results. Result: mis-routing of tubing and pinched wire caused by prior maintenance at the field service center.